Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the lens was torn during insertion. The lens was removed and another lens was implanted without any patient injury.

Manufacturer narrative:
Visual inspection of the returned product showed that a haptic had torn off into the optic and there was a tear in the optic next to the other haptic. There was a clear surgical residue on the lens. Conclusion - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.